Event description:
A home patient's (hp) daughter contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 5 of 5. The daughter stated she did not know if the hp was connected at the time of the alarm. The daughter stated there was nothing unusual noted about the supplies and all bags were spiked and connected. The technical service representative (tsr) assisted the daughter to cycle power to clear the alarm and explained se 2240 indicates a large amount of air has entered setup. The daughter confirmed she had called the nurse regarding the alarm and hp possibly being connected. The tsr reviewed proper procedures per the user manual with the daughter. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).